Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the lead site. The patient was given pain medication. The patient was doing well.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing discomfort at the lead site. The patient was given pain medication. The patient was doing well.